Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. The customer injected insulin based on the incorrect readings. The customer did not experience any symptoms other than feeling weak. No medical treatment required. There was no report of death or serious injury.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the fa16may2006 letter.